Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimate. Review of the pump data logs showed that the customer delivered a bolus of 36.93 units which was split into two bolus requests due to having a maximum bolus amount of 25 units. Then, the remainder of the bolus (11.93 units) was delivered. There was no reported impact to the customer's blood glucose level.